Manufacturer narrative:
The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. The information provided states that the likely root causes of the reported failure can be attributed to the patient's hard bone quality as well as the tunnel not being fully tapped during the case which contributed to breakage. Furthermore, a non-conformance search was conducted and no non-conformances were identified for this part number (231816), lot number (3898940) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an ant. Cruciate ligament (acl) reconstruction procedure the customer's 7x23mm milagro advance interference screw broke horizontally in the middle of the implant while attempting to insert. They were entering the patient on the femoral side using a size 10 graft. The patient's bone quality was hard and the tunnel was not fully tapped, which contributed to breakage. The implant was removed from the patient. The case was completed by retapping the same bone hole to make it deeper and using another like-implant with no surgical delay. There was no reported patient consequence. This is report 1 of 1 for (B)(4).